Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ¿e-stim¿ implanted in her back that later had to be removed due to a staph infection. She believed the staph infection may have been caused by insufficient sterilization of the device, though she did not know for sure if the implant or the surgery caused the infection. Is this a complaint that I am required to report? I do not know this woman personally, so I do not have any additional patient information.